Manufacturer narrative:
(B)(4). Additional information: the device was received with the clamp arm detached from the instrument outer tube and returned with the device. The blade tip was not broken off as reported. The device was tested with a generator and was functional, though all functional testing could not occur due to the missing clamp arm. No conclusion could be drawn as to what caused the clamp arm to detach, however probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or entanglement in fibrous.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the blade fell off and had to be retrieved from inside of the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.